Event description:
It was reported that the pt had stimulation in the wrong location for approx the last two months. The stimulation was in the rib cage not in the legs where it was needed. There was no known accident or incident related to the event. Later info received reported that the pt was scheduled for reprogramming on (B)(6) 2011. During the reprogramming the MFR's representative was not able to get stimulation out of the abdomen so an x-ray was taken. From the x-ray it was determined that one of the leads had moved laterally. The pt was being referred to a healthcare provider for a possible placement of a paddle lead. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).